Manufacturer narrative:
There is no resolution for this reported complaint. The hospital has not approved any evaluation/repair of this unit. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the vent mode was not working. There is no report of patient involvement.